Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a defective air detector was found. The air detector was replaced to fix the issue.

Event description:
The device was returned as it was reported that during testing, the pump's air in line detector was unresponsive. The results of the investigation found that the device's air detector was confirmed to be defective. There was no patient involvement.